Event description:
During follow up ms. (B)(6) noted estimation battery is 1 year and 3 months. Since implant is a duration time close to 6 years. This duration is lower than expected. Ms. (B)(6) activated safer to improve longevity in 3 years. Ms. (B)(6) want to obtain more information about pacemaker performance and if there is any company recommendations.

Manufacturer narrative:
Please refer to the attached analysis reported.

Event description:
During follow up (B)(6) noted estimation battery is 1 year and 3 month. Since implant is a duration time close to 6 years. This duration is lower than expected. (B)(6) activated safer to improve longevity in 3 years. (B)(6) want to obtain more information about pacemaker performance and if there is any company recommendations.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.